Manufacturer narrative:
H3: product analysis # (B)(4): part # 7426000, lot # em16h001 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a drivers used in a fusion. It was reported that while inserting rialto screw into the patient, it was understood that there were already two other screws in the patient, so this new third screw was up against the previous screws and the surgeon wanted to make sure he drove the implant in all the way which ended up twisting the tip of the driver and broke the tip. Broken tip of screwdriver remained inside the screw in the patient, was unable to remove. Pre-operative diagnosis for this procedure found out to be previously failed si fusion. No adverse event occurred to patient. There were no further complications that were reported. Additional information received that the non navigated instrument tip was left inside the patient, inside the implant. The nav tip was twisted, not snapped. The given revision surgery was not performed as a result of use of medtronic products. No additional surgery needed to remove the broken tip inside the patient.